Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This revision hip was for revision of loose acetabular component. Not confirmed but appeared to be a revision of a previous hip arthroplasty. Osteolysis present in proximal femur however femoral component remained insitu as well fixed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.